Event description:
The device was used with standard external paddles to administer two shocks to a pt diagnosed in ventricular fibrillation. Afterwards, external pacing was administered with the device using disposable defibrillation/pacing/ECG electrodes. The pt later went into vf again and attempts were made to administer defibrillator shocks using the disposable defibrillation/pacing/ECG electrodes. The device allegedly displayed a "shock abnormal" on the printed ECG report for both shocks. Standard external paddles were subsequently connected and used to successfully administer defibrillation therapy to the pt. The pt was not resuscitated.